Event description:
It was reported that a patient underwent lysis of adhesions, laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, sacral cervical colpopexy with mesh, keloid injection with kenalog, transvaginal tape suture, mid urethral suspension, and cystoscopy in 2007. In 2009, the patient experienced distal symptomatic rectocele, anterior vaginal wall mesh erosion, persistent vaginal bleeding, asymptomatic enterocele and bleeding from a parous large cervical stump. The patient underwent a rectocele repair and closure of an enterocele hernia sac. During the procedure, the surgeon found a third degree rectocele, second degree enterocele, 1 cm of eroded left-sided vaginal mesh, and a gaping vaginal introitus from parous changes. In 2009, a trachelectomy, posterior colporrhaphy, and an excision of a vaginal wall granuloma were performed. Findings included a large patulous cervix and highly vascular granuloma in the midline posterior vaginal wall measuring 3cm across and quite firm. In 2010, due to continued pain and discharge, an MRI was performed. Findings included an abscess, the appearance of which is compatible with collapsed mesh along the anterior aspect of the upper vagina into which granulation tissue has grown and formed a central cavity or abscess. Fluid from this abscess drains into a small 1mm fistula and into the vagina. The patient is scheduled for surgery to remove the mesh, and for an exploratory laparotomy celiotomy to remove the foreign body mesh.

Manufacturer narrative:
(B)(4) enterocele, (B)(4) - mesh exposure: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prosima pelvic floor repair kit, tension free vaginal tape.